Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the device became broken while handled during preparation. No patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was broken in two fragments and guidewire was severely bent and kinked on several places along its ptfe (polytetrafluoroethylene) length and polysleeve section and fracture site. In addition, magnified examination of the fracture site showed the hypotube and inner core wire were fractured. Functional analysis could not be performed due to the anomalies found on the product. There was necking at the fracture site which could indicate a ductile fracture caused by bending and twisting of the corewire. Furthermore, per the dfu: ¿exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking. Excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire.¿ therefore a cause of use error was assigned to the guidewire kinked and guidewire broken.

Event description:
It was reported that the device became broken while handled during preparation. No patient involvement.